Manufacturer narrative:
Device 2 of 3. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was foreign body found on the device. The product was not used on patient. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
A batch record has been reviewed and indicates no discrepancies. A photo related to the reported problem is available for evaluation. Investigation summary: based in the analysis phase conclusions. For extra material in seal or foreign matter the root causes found were: manpower: incorrect dressing inspection: residues of paper and film stick to dressing after elc (extrusion lamination and cutting) process, since the scrap collector is above the dressing web. Since dressings are automatically feed in the bodolay machine, the units are packaged without the operator and vision system noticing. An opportunity was found related to the inspection process performed by the elc 10 and elc 11 since dressings must be inspected 100% as per applicable pi31-103 ver 17.0 and pi31-141 ver 7.0. For dirty on package (black stain) the root causes found were: method: unclear steps to perform online rework: an opportunity was found since there is not a standardized method for the segregation and/or rework of the blisters after having a failure or breakdown on the cartoner machine. Wrong placement of blisters (method). During the indexation process of blisters from the primary packaging to secondary packaging, not all blisters are not organized into the counter pockets. It is a manual process. This issue causes that the blisters do not enter on the mku¿s, creating defects such as torn or crushed or dirty package. For actions related refer to CAPA plan tw# (B)(4). Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.